Event description:
It was reported that a patient presented in clinic for a follow up. Device interrogation revealed back up operation on a pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.